Event description:
Patient stated that he has been experiencing low blood sugar readings at bed time. Patient stated that one day his blood sugar was 231 and within 3 hours it went to 36. Patient stated that on (B)(6) 2020 he went to the hospital and stayed over night to get his blood sugar back up and patient left the hospital on (B)(6) 2020. Patient stated that on (B)(6) 2020 he went to the hospital and stayed overnigh and patient left the hospital on (B)(6) 2020. Patient stated that the e.m.t came to his house 7 times in the last 2 weeks for his low blood sugar readings. Patient informed me that the e.m.t came to is house last night for his low blood sugar readings. Patient stated that when his blood sugar is very low he cant function properly. Patient stated that his normal blood sugar readings is around 100-150. Patient has the vgo device available from last night and he also one available from last week to send back.